Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and fixed the reported issue, as mentioned in the initial emdr, reported that it was initially found that the power supply fuse was blown and when the fse replaced the fuse in an attempt to fix the issue it blown again, hence it was decided to replace power supply. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the power supply. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided and upon completion of our investigation.

Event description:
It was reported that during a routine check and while performing a self-test of the cs300 intra-aortic balloon pump (iabp), it was found that the unit was not working on the mains power supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1. Additional contact person phone number: (B)(6).

Event description:
N/a.